Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient is still not getting therapeutic benefit and has constant urinary tract infections (utis). The patient stated they are going to have to consult with another healthcare provider to have the complete system removed. The patient requested information on how to turn stimulation off.